Event description:
Reportedly, during interrogation an error message was displayed that the last shock energy was 0 joules. The message appeared since implantation on (B)(6) 2020. An eps shock was performed in the box on (B)(6) 2020.